Event description:
It was reported that a patient had episodes where she would feel an increase in stimulation ¿to the point of being uncomfortable¿ that occurred during the day, and did not have a noticeable pattern or specific thing she was doing when it happened. It was stated that the patient had been told to turn her stimulation down at night. It was reported that she was in her recliner and extended her feet and felt stimulation at an uncomfortable level. It was stated that a couple hours after having a stimulation adjustment on (B)(6) 2014, the patient experienced sudden increase in stimulation and did not have her therapy controller with her. It was stated that soon after changing positions the uncomfortable stimulation went away. It was stated that the patient was ¿constantly adjusting her stimulation¿. It was stated that the implantable neurostimulator (ins) site ¿felt warm to the touch¿.the patient stated that the ins site was ¿black¿ from bruising following implantation, and that now the outline of the ins site was red. It was noted that the patient was taking oral pain medication and had been experiencing some constipation, which she attributed to the medication, but thought stimulation could be affecting her intestines. It was also stated that she thought the sudden diarrhea after constipation correlated with her sudden increase in stimulation episodes. It was noted that the patient had an appointment scheduled tomorrow with her implant healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n406907, implanted: (B)(6) 2013, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).